Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead perforated the heart wall. This did not result in tamponade, and there were no adverse patient effects reported. After several positioning attempts with this rv lead, it was observed the helix would no longer extend/retract appropriately. A second rv lead was attempted to be implanted, but the same helix issue resulted. The decision was then made to implant a competitor rv lead. The implant procedure was completed successfully, and there were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.